Event description:
It was reported that the lead was dislodged and had loss of captured. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).